Manufacturer narrative:
The device used in treatment has not been returned for evaluation, without this we are unable to complete an analysis to establish a relationship between the device and the failure reported, no photos of the event have been provided to review. A review of the device history has not been possible as no batch/lot number has been provided on this occasion, however, please be assured, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Complaint history for the reported event has been reviewed, revealing further instances however no further action is deemed necessary in relation to this complaint. Clinical investigation reports, clinically relevant supporting documentation was not provided; therefore, a thorough medical investigation could not be performed. However, it was communicated that no intervention other than the removal of the dressing was required. It is uncertain if the reaction patient experienced is due to an allergy to a medical adhesive or the result of a non-allergic sensitivity/irritation caused by one or more chemicals in the adhesive. No further patient impact is anticipated, as the patient had been discharged. No further medical assessment is warranted at this time. A risk management review has taken place in relation to this complaint, the file contains several causes of allergic reactions leading to type 4 sensitization, and allergic contact dermatitis including erythema, vesicles/bullae, papules, scaling, pruritus and pain. The instructions for use display adequate warnings and cautions, the IFU states, do not stack dressings or allow dressings to overlap. Periodically monitor the dressing and catheter site to confirm secure attachment and continued proper infusion, especially after bathing, showering, or if the dressing and catheter site becomes wet. If the dressing comes off, evaluate to ensure proper catheter placement, and then apply a new dressing. As with all adhesive products, apply and remove carefully from sensitive or fragile skin. The investigation into the reported complaint is now complete and recorded insufficient information to determine a root cause. The investigation has reported findings to assist with the prevention of re-occurrence of this type of event as detailed in the clinical investigation, risk management review, and the instructions for use. In parallel, we will continue to monitor for any adverse trends relating to this product range. Please be assured that all products are released to market following rigorous quality checks during production and prior to despatch. By acknowledging and investigating your complaint this collaboration enables us to drive our passion to continuously review, improve, and steer our shared purpose of providing the best possible outcome for customer and patients. Smith and nephew take all customer complaints and concerns seriously, we strive to have the best understanding of our patients needs and have built a strong culture of care, collaboration and courage to offer a service which we are proud of.

Event description:
It was reported that on the second day after the film was used, the skin was itchy, rash, no pain, no blisters, no pus. After the exchange of film, the skin was cleaned with a less irritating disinfection method, and local application of 5ml normal saline + 5mg dexamethasone injection was applied for three days, and the skin symptoms disappeared.